Manufacturer narrative:
Product complaint # (B)(4). Reporter is a synthes employee. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary background: it was reported that on an unknown date while putting away restock orders in central sterile services (css), the two (2) instruments were damaged. The tip of the inter-lock screwdriver was twisted and may not lock into the unknown screwhead. Also, the tip of the depth gauge for locking screw was bent. Both instruments were in a drawer full of synthes items. There was no patient involvement. This complaint involves one (1) devices. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided in the attachment(s) ¿image.jpg¿. The image(s) was reviewed, and the complaint condition could be confirmed because screwdriver tip appears stripped. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date while putting away restock orders in central sterile services (css), the two (2) instruments were damaged. The tip of the inter-lock screwdriver was twisted and may not lock into the unknown screw head. Also, the tip of the depth gauge for locking screw was bent. Both instruments were in a drawer full of synthes items. There was no patient involvement. This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product code: 03.010.473, lot number: 9046502, manufacturing site: hägendorf, release to warehouse date: september 2, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the inter-lock screwdriver t25/3.5mm hex/224mm (part # 03.010.473/ lot #9046502) was received disassembled at us customer quality (cq). The shaft, sd25/3.5mm hex component had a bent distal tip. The distal tip was bent such that the distal tip was rotated in the direction of tightening. The threads were also mildly twisted due to the deformation. It¿s groove was no longer aligned to it¿s central axis thus the device was inoperable. The received condition was consistent with the complaint condition thus the complaint was confirmed. Device failure/defect identified? Yes; distal tip of the shaft was bent in the direction of tightening. Dimensional inspection: dimensional inspection was not performed due to post-manufacturing damage. Due to the deformed nature of the distal tip, an accurate dimension was not possible to be obtained. Document/specification review: drawing(s) reviewed: current & manufactured revisions. Conclusion: the overall complaint was confirmed for the received inter-lock screwdriver t25/3.5mm hex/224mm as the distal tip was bent. Although no definitive root-cause can be determined its possible the device experienced unintended forces while in use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. D10 received at investigation site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.